Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a long charge time with a date before implant was observed. Post implant a capacitor maintenance was performed in clinic and the longevity on the device found to be normal. The device will be monitored.